Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The customer reported that the flexvision pc cannot displayed. The philips remote service engineer (rse) analysed the system remotely and concluded that this issue was addressed in another work order. In which, the fse found that this flexvision pc display issue was intermittent even after it got resolved with restart. As a proactive measure fse replaced the flex viewing pc with flex vision and returned it to philips for further analysis. The analysis of flex viewing pc confirmed that the malfunction as the s61-unit non-functional/dead, and the system stops at boot up promptly. However, after replacement, fse reinstalled the flex vision software, uploaded the license and restored the data backup. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc cannot be displayed. No harm was reported to philips. Philips has started an investigation of this complaint.